Manufacturer narrative:
E1: reporting address postal: (B)(6). Reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that a power failure error had occurred. The device was in use on a patient at the time of the reported issue was discovered. The patient's blood gas analysis indicated a low partial pressure of carbon dioxide and low blood oxygen saturation. It was reported that the patient's declining blood oxygen levels showed no improvement, and the customer could not verify whether the actual tidal volume and oxygen concentration being delivered were within normal parameters. It was reported that this situation aggravated the patient's condition and, in severe cases, could be life-threatening. The ventilator was immediately replaced with a different unit (unspecified make/model), and the affected device was reported for repair. Based on the information available at this time, the reported event¿aggravation of the patient¿s condition and no improvement in the patient's existing low blood oxygen saturation (unspecified) after initiation of therapy for which the device was replaced¿is assessed as a non-serious injury. Therefore, the device did not cause or contribute to a serious injury or death. It was reported that a power failure error had occurred. This investigation is ongoing.

Manufacturer narrative:
It was reported that a power failure error had occurred. Per good faith effort (gfe) response received on 27apr2026, the customer replaced the motor controller (mc) printed circuit board assembly (pcba) to resolve the reported issue. The customer replaced the mc pcba to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.